Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial procedure. During procedure, physician noticed noise on the right atrial lead that prevented seeing a clear signal. The lead was not used. Another lead was used and the issue was resolved. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.